Event description:
It was reported that (3) tlc75 devices were used during a colon resection procedure. It was reported that the surgeon attempted to fire the tlc75 during a transection of small bowel. The firing knob on the linear cutter would not advance on either instrument. A tlc55 was opened and the case was completed. There was no consequence to the pt.